Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2366-50 serial #: (B)(4) description: linear 3-6 lead, 50cm model#: sc-2366-70 serial #: (B)(4) description: linear 3-6 lead, 70cm model#: sc-3138-25 serial #: (B)(4) description: scs phiii ext 25cm.

Event description:
A report was received that the patient's existing programs were causing a painful stimulation. The patient will undergo an explant procedure. No device malfunction was suspected by the physician.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's existing programs were causing a painful stimulation. The patient will undergo an explant procedure. No device malfunction was suspected by the physician.